Event description:
It was reported that "the motor em210 stylus touch was used in combination with attachment aa10, lot # p00867829. During the procedure, the attachment got unlocked and got very hot. The attachment was then properly locked again and surgery could be continued without any further problem. The attachment burned the patient's tissue, approximately 2 cm x 0.5 cm. The surgeon removed the burned tissue." Outcome: alive - no injury/no adverse event. On follow - up it was reported that the products will not returned for evaluation. In addition, on follow - up it was it was reported that the malfunction was identified during a lumbar decompression case. No additional actions were taken.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following "heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use". In addition, "continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature". Maximum continuous and maximum total cutting times for various tool types is included in the manual. (B)(4).